Event description:
Surgeon reported the pt had knee surgery and was not tolerating solids since. The band was defilled that day and a barium swallow the next day found the band too tight. The band was removed a day later and an erosion was noted. The explanted device will be returned.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, obstruction and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "caution: anti-inflammatory agents, which may irritate the stomach, such as aspirin and non-steroidal anti-inflammatory drugs, should be used with caution. The use of such medications may be associated with an increased risk of erosion." "Caution: insufficient weight loss may be caused by pouch enlargement or more infrequency band erosion, in which case further inflation of the band would not be appropriate." "There is risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both as early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food." "Caution: esophageal distension or dilatation has been reported to result from stoma obstruction due to over-restriction, due to excessive band inflation. Pts should not expect to lose weight as fast as gastric bypass pts, and band inflation should proceed in small increments. Deflation of the band is recommended if esophageal dilatation develops." Esophageal distension or dilatation has been infrequently reported. This is most likely a consequence or incorrect band placement, over-restriction or stoma obstruction. It can also be due to excessive vomiting, pt non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to reposition or remove the band if deflation does not resolve the dilatation.